Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that two luer connectors became stuck inside the ilet pump¿s cartridge chamber during the night, after which the caregiver used pliers to remove them; this represented a failure to disconnect involving the connector/coupler and was associated with rising blood glucose. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact due to insufficient information indicating otherwise. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the connector/coupler that resulted in a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.